Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report that unit had shut down three different times within the hour, stated that the pump had been plugged to wall power. It was confirmed that the pump configuration is in hybrid mode all day but the batteries have been green all day, the batteries depleted and the pump shut down. The unit was rebooted but shut down repeatedly. The batteries were changed out and shows the connection to outlet power and batteries charging. The unit was no longer giving issues once the batteries were changed and powered by power cord. The patient is reported as stable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: contact person(name: (B)(6), email: (B)(6)). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had shut down 3 different times in an hour. The pump has been plugged to wall power all day, and it was confirmed with that the pump configuration is in ¿hybrid¿ mode. The pump has been in this configuration all day, but the batteries have been in use and green all day. The batteries depleted and the pump shut down. It was rebooted several times successfully but it shut down again, and again. During the call the customer retrieved several batteries from the cath lab cardiosave and replaced with the current pump. The customer stated that the pump now shows the connection to outlet power, and the batteries are charging. On call the customer was advised to consider switching pumps, or to have another pump nearby and report the current pump for service to biomed. During the next call with the ICU department the customer stated that ,the pump is working well, batteries are charged, and powered by the power cord. Dispatch was cancelled. It is unknown if the customer was contacted again after this. There was patient involved but no patient harm reported. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. H3 other text : repair service not done.